Event description:
Spacelabs received a report that a patient waveform displays ventricular fibrillation (v-fib) format instead of ventricular tachycardia (v-tac).

Manufacturer narrative:
A spacelabs field service engineer visited the customer site to investigate the event. The customer was unable to identify which device was involved in the event; therefore, no equipment testing was conducted. Patient retrospective data provided by the customer was evaluated by a spacelabs software lead engineer. The customer provided an ECG strip relating to the event which recorded a ventricular fibrillation (vfib) alarm that displayed at 6:32 a.m. On the alarm history log. Based on the time and ECG strip, data from the event was extracted from the hospital¿s retrospective database for further analysis. The data shows a vfib alarm generated at 6:32 a.m. Lasting 28 seconds that coincides with the customer¿s complaint description. Evaluation of the ECG data shows that both monitored leads displayed the same type of waveform which was borderline between vfib and ventricular tachycardia (vtach). The module detected the waveform as vfib and generated the appropriate alarm message. There was no malfunction and the equipment worked to specification. This supplemental report is considered final and the issue is closed.

Event description:
Spacelabs received a report that a patient with telemetry receiver module model 90478 failed to generate an alarm for ventricular tachycardia (vtach) at 6:32 a.m. On (B)(6) 2014.

Manufacturer narrative:
Spacelabs is collecting more information from the customer to understand the issue. Our investigation is underway. We will file a supplemental report when our investigation is concluded.